Manufacturer narrative:
The device was returned in its original tray with no evidence of patient contact. Visual inspection of the returned device showed that the shuttle as engaged to the handle and the sealant remains in its manufactured position. The balloon from the returned device was inflated with water and pressure was maintained and the inflation indicator performed per specification. The review of the lhr (lot f1408404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined there is no evidence to suggest that the mynxgrip device did not meet specification or perform as intended per instructions for use (IFU). See MDR 3004939290-2014-00527 and MDR 3004939290-2014-00528 and for the second and third devices. Note: the first device with MDR 3004939290-2014-00526 under investigation had not problem found.

Event description:
The aci sales representative reported the following information: the user facility sent me an e-mail on (B)(6)2014 stating that they had three device (one mx6721 & mx5021) where the balloon ruptured while trying to deploy the sealant. No further information is available.